Event description:
Per the audiologist, the patient reported that sounds with the cochlear implant system were becoming soft and staticy. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple open circuit electrodes. An x-ray done in 2007, showed the electrode array placement to be normal. Deactivation of the open circuit electrodes in the sound processor program was recommended. Explantation/reimplantation surgery had not been planned at the time of this report.

Manufacturer narrative:
.